Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead with the lead tip measuring 48.6cm was returned for analysis. Internal insulation abrasion was noted at 15.4-16.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
This record is to advise of an event observed during on analysis.